Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval observed that when pressing the "ok" key the pump would power off and would not allow an infusion to start. This was caused by a failed keypad. All other keys were found to be operating as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigation this issue.

Event description:
It was reported a spectrum infusion pump's "ok" key was shutting down the pump. It was also reported that there was no pt involvement.